Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx434-t) was implanted. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the progav 2.0 and the shunt assistant are permeable while the control reservoir has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shunt assistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shunt assistant could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the components, deposits were found in all sent in products. Results: based on our investigation results, we can determine visible deposits in the progav 2.0. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. During the investigation, an accelerated outflow of the shut assistant was detected. The visible deposits led tot he functional deviation. Furthermore we could determine that the control reservoir has a blockage. The deposits which have formed around the sapphire ball and the inlet area of the spout were the cause of this blockage. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.